Event description:
It was reported that the patient had passed away in her sleep. The patient's physician believes this occurred due to sudep. The funeral home that handled the patient's service stated the device was removed prior to cremation. The device has not been received by the manufacturer to date. No additional information has been received to date.